Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and coma on (B)(6) 2019. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was unknown. The customer declined troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report did not include the aware date. The aware date is 4-february-2019.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.